Event description:
It was reported that 2 bd micro fine¿ + pen needles would deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe bent and clog. According to the user's report, the drug solution did not come out with two pen needles in a poly bag. There might be a possibility of needle npe bent."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 bd micro fine¿ + pen needles would deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe bent and clog. According to the user's report, the drug solution did not come out with two pen needles in a poly bag. There might be a possibility of needle npe bent."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-may-2023 . H6: investigation summary two open 32g x 4mm pen needles and two photos were returned from lot. No. Unknown cat. No. 320136. Visual examination was carried out and a broken non patient end cannula was observed on one of the returned sample. A clog test could not be performed due to the condition of the sample. A clog test was carried out on the other sample and no issue was observed. See attached data collection from. No DHR review can be carried out as lot number is unknown. As confirmed sample was returned open it is not possible to determine root cause.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd micro fine¿ + pen needles would deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe bent and clog. According to the user's report, the drug solution did not come out with two pen needles in a poly bag. There might be a possibility of needle npe bent."